Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left circumflex artery. A 28 x 2.25mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that a significant resistance was felt during advancing of the device.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: promus premier ous mr 28 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the middle region lifted and pulled proximally from crimped position. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device loaded onto a 0.0140" test guidewire without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left circumflex artery. A 28 x 2.25mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that a significant resistance was felt during advancing of the device.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left circumflex artery. A 28 x 2.25mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.